Event description:
During a routine case the device would not cross the mid rca and when the device was pulled back, the shaft separated. The distal end was in the patient and the patient was to be sent for surgery.